Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024 through (B)(6) 2024. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2024 at approximately 11:50 with ongoing epistaxis since 08:00. No alarms were noted and no issues were identified with the left ventricular assist device (lvad) initially. The patient's mean arterial pressure (map) was 74. The patient's last international normalized ratio (inr) was 1.31 on (B)(6) 2024 with an inr goal of 1.5-2. After lvad interrogation the patient was taken directly to the emergency department (ed) for further evaluation. Log files did not contain any unusual events.